Manufacturer narrative:
Results: complaint was confirmed for "no communication". As received the ipg was non-responsive. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, page 79, entitled "warning" states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it. Therefore, the reported complaint is confirmed and is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been inoperable for approximately nine months. The patient did not recharge her ipg, consequently, the ipg became depleted. An sjm representative confirmed the issue. The patient's ipg was replaced on (B)(6) 2013. Effective stimulation was regained post operative.